Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The manufacturer visually inspected the device. The device's event logs were downloaded and reviewed. The manufacturer found to contain 0 error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation and the unit passed the final test. In the previously submitted report section b5 was incomplete, correct section b5 should be- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having particles in the nose and having cough. There was no report of serious or permanent patient harm or injury.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.